Event description:
It was reported that the customer received a continuous glucose monitor error 41. The pump was reset, and the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer. This event is being reported based on the evaluation of the returned device. During evaluation, a cgm error 42 was observed.